Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported). This report is filed september 1, 2015. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequent to sustaining a head trauma.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The report is filed october 23rd, 2015.